Event description:
It was reported that the ilet charger would not charge the device, with no light on the charging pad despite trying multiple outlets and correct device placement, consistent with a charging problem involving the battery charger. Customer care provided support that included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the charger component, aligning with a charging problem on the device. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.